Event description:
It was reported that the customer was hospitalized due diabetic ketoacidosis, with blood glucose levels over 33 mmol/l. The customer had a possible virus as well. Prior to the hospitalization, the customer experienced high blood glucose levels and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.